Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 10/20/23 of 30 mg/dl. The cause of low bgs was unknown. The customer could not walk because their legs were weak and wobbly from the low bg. The customer received third party assistance from their spouse, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.